Event description:
Patient had an IV (intravenous) team consult to place a peripheral IV due to difficult access. Nurse IV specialist found limited peripheral sites and recommended a midline catheter to preserve peripheral veins and reduce repeated needlesticks. IV specialist attempted to place a 10cm powerglide midline catheter into the left upper arm. While advancing the guidewire, he sensed the catheter cannula folding and realized the attempt failed. Upon device removal, 7cm of the catheter device extracted and 3cm sheared off in the patient's subcutaneous tissue. Patient had no complaints of pain and there was no circulatory compromise to the left upper extremity. Physician was notified and vascular surgery was consulted for evaluation. The catheter tip was unable to be definitively located on bedside ultrasound or with CT (computed tomography) imaging. A left humerus x-ray showed evidence of the foreign body. Four days later, patient underwent a left upper extremity exploration and foreign body removal of the catheter tip. The IV specialist suspects the error may have occurred when he removed the device needle, leaving the folded catheter in place, and pulled the cannula out independent of the midline needle.